Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative regarding an external device. The reason for call was caller reported software problem: 1 - intellis; 2 - 3.6; 3 - 58; 4 - qf_new. Patient service specialist had caller reset controller and message cleared. The troubleshooting steps that were taken on the call resolved the issue. Agent had caller start charging session with pt and saw no device found. Agent reviewed passive recharge mode information. Caller said the number they saw were in the 40s and agent recommended reposition and allow the ins to charge up, then they can check their battery levels. Caller mentioned recent recharger replacement. Patient representative called back stating they got software problem message again-the same code as on the previous call. Had pt reset the controller on the call. An email was sent to repair to replace the controller. Serial number was collected on the original call. Information was received from a patient's representative regarding an external device. The reason for call was that software problem (1-intellis, 2-3.6, 3-243, 4-qf_port) was appearing on the controller. Caller said that outside of the error message, they couldn't check the battery levels of the devices or anything as all they would see is the connect screen. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on and that the error message was cleared. Caller then saw the setup/pairing screens. Agent had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply. The controller went blank once the caller disconnected the ac power supply from the controller. Agent had the pt reconnect the ac power supply to the controller. Agent advised the caller to allow the controller to charge for a while from the ac power supply and then call back for assistance with pairing the controller to the ins. When asked for the event date, pt said that it was late friday. Patient representative called back in regarding same events such as software problem icons and having issues charging. Agent walked patient representative through resets and caller was still not able to get the patient charged up. Caller states its been awhile since last charged ins. Caller could not get past passive charge screen and couldn't get above 40 for the numbers. Caller states always been this way and only was able to get this charged a couple of times since implant. Pt has an appointment this month and will call hcp to see about getting in sooner and having a manufacturing representative present. Agent directed to their provider (hcp). Caller mentioned being sent controller and rtm already which did not solve the charging issues. Additional information received from patient representative. Patient representative stated they were charging the ins today and getting software problem intellis, 3.6, 58, qf new. Caller stated yesterday they were charging the ins for an hour with excellent or good recharging quality with green light flashing and ins did not take a charge. Caller stated the controller dropped from 100% to 50% charged. Caller stated the controller and rtm has been replace already. Agent confirmed patient did not have a fall or trauma. Agent assisted caller with resetting the controller, after resetting, the message is cleared. Agent asked caller to inspect the rtm for damage and caller said there is no damage on the rtm. Caller started a charging session and getting excellent quality, controller 90% and ins red recharging excellent. Caller mentioned patient and herself are heavy set people and she can feel where the ins is placed. Agent reviewed device function and recommend caller consult with hcp ofc for next step. Agent reopened the case to add secure note. Additional information received from manufacturing representative (rep). Rep and caller reported same ongoing issues from this case. They repeated the implant battery was not increasing in charge and when rep saw them in office a week or two ago, they verified caller was placing the paddle and using the equipment correctly. Caller said they tried charging for almost 2 hours yesterday but the implant was not increasing and the controller would go down while attempting to charge. Caller said the quality would jump between good and excellent and during the call they were trying to charge, but the quality would jump around and show poor quality. Agent had caller clean connections and verified no visible damage to equipment. Agent then had caller enter passive recharge mode, but the highest number they could get was 69 and if they moved the paddle, the numbers would just decrease. Caller said they'd never gotten a number higher than 70 on this screen. Agent reviewed as equipment was just replaced and they were having issues with the connection while charging, to follow up with doctor in person.